Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The most likely cause for the reported revision is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.".

Event description:
It was reported via legal documentation that approximately 64 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
. 1038671-2025-00198 d10: 170-32-00 - biolox delta femoral head 32mm od, +0mm (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm (B)(6). 186-01-50 - integrip cc, cluster 50mm, g1 (B)(6). 190-31-07 - alt ha s clr ext sz 7 (B)(6). The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: ., 1038671-2025-00198. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.